Event description:
Patient (B)(6) had bilateral stn-dbs surgery on (B)(6) 2022 for treatment of parkinson's disease. On (B)(6) 2022 evening the patient noticed redness and drainage from the right parietal incision and the study clinician was notified on (B)(6) 2022. The clinician has determined this is a hardware infection of right-sided system, one month after implantation. The patient is scheduled to have his right sided hardware removed on (B)(6) 2022. The current plan is to re-implant his right sided hardware in (B)(6) 2022, after everything has healed well. FDA safety report ID # (B)(4).